Manufacturer narrative:
H11 - investigation identified an issue within the stella 2.0 program software: when using the safari browser, selecting the patient ID hyperlink on the patient list view screen does not function, and the patient details page is not displayed. D2 - the product code "mta" is entered to satisfy mandatory field requirements, as the device software is not currently classified and does not have an assigned FDA product code. G4 - PMA/510(k): p030016/s001/a016. (B)(4).

Event description:
A facility representative reported an issue with the stella software in which the lens data was displayed incorrectly. Cause of event was not reported.